Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 50 mg/dl after extensive physical activity and walking; the event resolved within approximately one hour after oral carbohydrate intake (jellybeans), and the user received troubleshooting and education including guidance on disconnecting during significant activity. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no need for professional medical intervention and no hospitalization. Investigation included user interview and troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.